Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse). The rse spoke to the customer, who said that they had already replaced the cable, but occasionally the reading was inaccurate. The rse determined that on-site service was needed since the system did not give any functional error. A field service engineer (fse) went on-site and determined that the masimo spo2 board required replacement, as it occasionally did not detect saturation. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the spo2 board. The issue was resolved by replacing the spo2 board, and the device was returned to clinical use. Section e: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the spo2 values were not always detectable, even after cable replacement. The device was in use on a patient at the time of the event. There was no adverse event reported.